Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - correction to initial reporter name: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 600 mg/dl without symptoms associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. It was reported that there were recent changes made to the patient¿s basal rate. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/08/2015 with the following findings: the last basal delivery and the last bolus delivery were on 04/01/2015. The pump history showed that the pump was manually suspended on (B)(6) 2015 at 13:38 and manually resumed at 14:32. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.